Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was in overdischarge. The patient noticed that they could not charge the ins in (B)(6) 2018. The rep noted that, about 30 seconds into the physician recharge mode (prm), code 376 appeared on the implantable neurostimulator recharger (insr). The patient did not need an antenna sent to her as she was likely to have the ins explanted and the reason why they were getting the ins running again was for a stat MRI. On (B)(6) 2018, the rep reported that the MRI eligibility form was filled out for the patient to get and MRI and the patient discussed explanting the ins with the physician; it will be removed on a future date. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep reported that the patient got the MRI that they needed on 2018(B)(6). There were no further complications reported or anticipated.